Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was an insulin leak at the luer lock on (B)(6) 2014 , and that the patient was hospitalized in diabetic ketoacidosis (dka). The blood glucose (bg) level was > 500 mg/dl, with rapid, deep breathing/ shortness of breath/chest pain/abdominal pain/vomiting/ nausea. Treatment included IV glucose and other unspecified therapy. This complaint is being reported due to an alleged cartridge luer lock malfunction resulting in dka.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.